Manufacturer narrative:
H3: analysis of the recharger ((B)(6)) found that led¿s scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the activa rc wireless recharger (wr) kit, associated with deep brain stimulation, experienced a locked system that did not boot. The product was rebooted, but this troubleshooting step was not successful. Contributing factors were unknown. The issue was not resolved at the time of the report, and a replacement product is required. No patient complications have been reported as a result of this event. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. This event did not lead to or extend patient hospitalization. There was no injury as a result of the event.